Event description:
During a coronary stenting procedure, the physician was trying to pull the stent back into the guide catheter. He was unable to, however, so he pulled out the entire system. When pulling on the sds, the stent got caught in the sheath. When the entire system was pulled, the stent came off the balloon. There was no pt injury.